Event description:
It was reported that a patient presented with a bi-v implantable cardioverter defibrillator (ICD) that was unable to establish telemetry with the programmer. It was also noted the device did not meet the longevity expectations of the account. The ICD was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary-the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: model: 419688, implantable pacing lead; implant: (B)(6) 2010, model: 407652, implantable pacing lead; implant: (B)(6) 2010. (B)(4).